Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the ins wasn't doing the patient any good because it was "tasering" her. The patient explained that she had the ins put in so she wouldn't have to have more surgery, and she had the ins implanted for about a year. The patient said the ins was adjusted multiple times and set at different settings. The patient reported that she couldn't do anything, aside from laying still on the couch, with the ins on without getting zapped. The patient noted that if she coughed or sneezed with the ins on, she would get zapped. The patient said the battery was removed, but the leads were left in. The leads were left because the hcp couldn't get the leads out without cutting the patient's back open. The patient noted that scar tissue around the leads was another reason why the leads were implanted. The patient stated that the battery was removed sometime in 2008. The patient needed an MRI to address issues with her head (dizziness and headaches). No further complications were reported.

Event description:
Additional information was received from the patient. It was reported that the dizziness and headaches started in (B)(6) 2019. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.